Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(6). A possible cause for the loosening of the handwheel is probably the reconditioning and the age of the handle. The clickline handle is from december 2017, if the number of application cycles is high enough here and thus probably the number of reconditionings, it may be that the adhesive in the handwheel was brittle or washed out by the reconditioning due to this constellation, which leads to the handwheel loosening. The article is 100% tested according to the test plan. There are also no signs of a systematic defect. The cause is therefore most likely that the shelf life has been exceeded.

Event description:
It was reported that there was event with a "handle". According to the information received, the finger wheel detached. Further information is not available.